Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment date. The root cause could not be identified conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with inflammation of the left eye five days following lasik treatment. The patient reported light sensitivity and mild pain/discomfort. The topical steroids were increased and an oral steroid was prescribed. Additional information received; six days following onset the inflammation was significantly resolved, the patient was comfortable and the vision was responding nicely. Both topical and oral steroids are being tapered. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.